Event description:
It was reported the patient presented for routine follow up and farfield r-wave oversensing on the atrial channel was observed. Programming changes were made. The patient will be followed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.